Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause is an expected or random component failure without any design or manufacturing issue. The device evaluation found the focus knob stuck due to rust inside. Additional issues included rust and dust inside the charged-coupled device, a kinked and twisted cable, and a failed water leak test. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the subject device exhibited rust and dust inside the charged-coupled device and failed the water leak test in the cable. There was no patient involvement.